Event description:
On (B)(6) 2012 customer reported that the cx9 instrument generated false low sodium (na) and chloride (cl) results for approximately 30-40 samples. Results were reported out of the lab. Customer stated that when anion gaps flagged the samples, the samples were repeated on the cx5 instrument in the lab, and the reports were amended. Treatment was not initiated or withheld based upon the original results reported. Multiple attempts have been made by beckman coulter to obtain the patient data results, but the customer has not provided the data. Customer did give one verbal example, though. Customer also stated that quality control was within lab-established ranges. Field service engineer (fse) inspected the instrument and found what appeared to be fibrin or nylon on the carbon bridge. Fse replaced the na, cl and co2 electrodes, flowcell and sample probe. This resolved the issue and performance was verified.